Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a single high out of range shock impedance measurement on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and recommended system testing. The physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported. It was reported that this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) continued to exhibit high out of range shock impedance measurements greater than 125 ohms. No noise was observed. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a single high out of range shock impedance measurement on the right ventricular (rv) channel. Boston scientific technical services (ts) reviewed data from the device and recommended system testing. The physician has elected to continue monitoring the system. The ICD and the rv lead remain in service. No adverse patient effects were reported.